Manufacturer narrative:
Conclusion: off-label, unapproved or contraindicated use (not implanting a bifurcate). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The procedure was performed to treat an aneurysm in the right common iliac artery. Prior to inserting the sentrant sheath preparation was performed according to the instructions for use. The sheath was difficult advance the sheath to the intended location prior to the break. There was no difficulty inserting of the delivery system within the sentrant sheath. The physician did not pull the sentrant sheath back while the delivery system was inserted. While changing one delivery system for another, the sheath was re-positioned. Bending and twisting of the sheath was not done while the delivery system was inserted. According to the physician, the break occurred in a tortuous and calcified artery which was the reason for the break in the sheath. After the intervention was performed, and the sheath was successfully removed, the leak observed in the endurant limb was resolved.

Manufacturer narrative:
Corrected information: date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Exact date of implant is unknown. Film evaluation summary: the exact cause of the reported sentrant sheath damage cannot be conclusively determined from the 3d recon report provided. Films at the procedure where the sentrant sheath was used were not returned for review. The 3d recon report showed that there appears to be an endurant limb implanted in the right common iliac artery. The limb appears to have been extended with a stent from an unknown manufacturer distally. The distal portion of the right common iliac artery was aneurysmal. Contrast was seen outside of the stent graft, at the distal right common iliac aneurysm sac, from a possible distal type I endoleak. The exact cause of the possible distal type I endoleak cannot be conclusively determined. Pre-implant anatomy information, films at implant of the endurant limb, and additional films that showed the endoleak were not returned for review and comparison. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the previously implanted endurant limb had an unknown endoleak that was discovered on a CT. The endoleak was treated and resolved. No additional clinical sequelae were reported and the patient is fine.